Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The physician complained of a discrepant inr result from a coaguchek xs meter compared to the laboratory result. The meter serial number was not provided. The result from the meter was 8 inr and the result from the laboratory with venous blood was 4.5 inr. There was no allegation of an adverse event. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field- correction/removal report no. Corresponding retention test strips (lot 314047) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred.